Event description:
The customer reported the system displayed a "generator error". This error is likely to result in an un-commanded loss of system functionality and require a system reboot. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monoblock x-ray tube assembly. The system operates as intended.